Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Suggested to call their doctor to discuss possible causes of high bgs. Instructed the customer to change the infusion set and use manual injections per md protocol.